Manufacturer narrative:
Follow up #1 (06/20/2013)-device evaluation: the meter, usb and ac adapter involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on 05/29/2013 with the following findings: the meter usb and ac adapter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) (B)(4) alleging a power issue with her onetouch verioiq meter. The patient reported that the meter would not power on within 2-3 days after it had been fully charged. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged meter issue started approximately 7 months prior to contacting lfs and was ongoing. The patient claimed that a month prior to contacting lfs she discontinued testing her blood glucose due to the alleged power issue. The patient informed the csr that she manages her diabetes with a set dose of humalog and lantus insulin. The patient confirmed she continued to take her diabetes medication after the alleged issue started. At approximately the same time the patient reportedly discontinued testing her blood glucose, she reported developing symptoms of 'dizzy and out of breath;' however, denied receiving medical treatment. At the time of troubleshooting, the csr noted that the subject meter did not power on manually or when a test strip was inserted. The csr noted that the patient was unable to charge the subject meter at the time of the call because the patient did not have the charging cable with her. Replacement product was sent to the patient. There is no indication that the alleged meter issue caused and/or contributed to a serious injury. The patient's reported symptoms do not meet lfs' criteria of severe hypoglycemia or hyperglycemia. However, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.